Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured which triggered inappropriate therapy. The lead was programmed off and plans to replace the lead were made. No further patient complications have been reported as a result of this event.